Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and inappropriate therapy. Inhibition of pacing (during charging) and noisy electrograms were also noted. An invasive procedure was performed and the physician elected to replace the entire system. The physician could not confirm a loose setscrew, and the leads checked out ok.